Event description:
Patient underwent a cystoscopy with placement of guidewire, ureteroscopic holmium laser lithotripsy, and placement of double-j stent about 6 months ago for ureteral stones. Several weeks ago, the patient was presented to the emergency department with left lower quadrant abdominal and flank pain. CT without contrast diagnosed moderate left hydronephrosis and she was discharged. Or report details left ureteral stricture with foreign body. There was severe inflammation but no stones were found. Path report describes the foreign body as 4cm in length by less than 0.1cm in diameter. Patient underwent cystoscopy, retrograde pyelogram, placement of guidewire, and utereoscopy with balloon dilatation and removal of foreign body. Patient also had a double-j stent placed. Fragment has been retrieved and retained.